Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 8 months after bone graft was executed, the dental implant was installed in patient's intraoral region #3. Immediate load was not executed. After 4 months the prosthesis was installed it was verified its loss of osseointegration.